Manufacturer narrative:
A partial lead with the distal tip measuring 48.6cm was returned for analysis. External insulation abrasion was noted at 8.8-9.8cm and 14.6-14.9cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon lead extraction, externalized conductors were observed. There was no complaint against the lead, until during the extraction they found partial externalization of conductor wires. The lead was replaced. Patient is in stable condition. No further information was provided.